Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, at 12:35 am the monitor tech observed an episode of ventricular tachycardia (vtach) on the central monitor but an alarm did not occur at the bedside or central monitor during the episode. No one was injured as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer arrived onsite to further investigate. The historical trends and alarm history were no longer available, however a ECG strip printout confirmed the episode. The customer site did not allow access to the involved devices for testing. Onsite staff confirmed that during the time of the complaint episodes, alarms had been shut off. With the alarms disabled, the monitor was unable to generate an alarm for the episode of ventricular tachycardia. This investigation is considered complete and the matter closed.